Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical aorta for mechanical circulatory support. During transport, the transporter had not realized the white connector cable was squished in between the bed. Low flow on purge with high purge pressure alarms were noted. It resumed after it was removed but 15 minutes had passed by. The physician was aware. The purge pressure did not resolve.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added additional information.

Event description:
The pump is still currently in the patient.

Manufacturer narrative:
Explant date provided d6b updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected e1. Initial reporter address line 1, initial reporter city and initial reporter state. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Purge pressure high: no product was returned for this investigation. The clinical details specify that kinking patient cable was a contributing factor to the high purge pressure. Product damage - twist, bend, kink: no product was returned for this investigation. The clinical details specify that the patient cable was squished between the bed during transport and was a contributing factor to the product damage - kink.

Manufacturer narrative:
H6: per a review of the complaint file, omitted a12 and added a040601.